Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, at the intraperitoneal space, after insertion of the mesh into the patient, there was an allergic reaction to something. A sample of mesh was given to the doctor to give to the patient to have an allergist test if the patient is having an adverse effect.